Event description:
International affiliate reported that the needle broke as it was placed in tissue while closing the vaginal sheath. The first 2/3's of the needle broke. The pt was transferred to the main hospital, taken back to the operating theatre as the image intensifier was required to locate and remove the needle tip.